Event description:
Customer states: the power did not switch from ac power to battery and the unit stopped ventilation. It was reported that there was a patient connected, but no patient harm. The customer plugged the unit back into ac power and it ventilated. The battery was found to be overdue for maintenance and depleted.

Manufacturer narrative:
The device was not returned, but maintenance history and event logs were made available. It was reported the unit was overdue for maintenance and an internal battery change. The battery was depleted. The unit was reported to have 17,300 hours and there were no previous maintenance records. The customer reported they performed a 12k preventative maintenance service to resolve the reported problem.